Event description:
Per the surgeon, the lead detachment is believed to be due to patient manipulation; however, could not be concluded for certain. The explanted devices were discarded by the hospital.

Event description:
Patient had her vns system removed due to painful stimulation. Per the surgeon, the positive electrode coil was not attached to the nerve. The surgeon believed the detached coil was likely stimulating the surrounding tissue and causing the painful stimulation. The explanted devices have not been received to date. No additional relevant information has been received.